Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failures. Blood glucose value is unknown. Customer stated the alarm did not occur during the prime/rewind sequence. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, seating, basic occlusion and occlusion test. No unexpected insulin flow blocked alarm noted during our testing. No unexpected pump error 63 noted during our testing. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.